Event description:
Device report 1 of 3: reference MFR report: 1627487-2012-09093, 09094. The patient received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2011. It has been reported the patient had experienced a change in stimulation. A full parameter diagnostic indicated several contacts are invalid. The x-rays showed a kink on one of the two leads. The patient also reported the need to frequently charge his ipg due to using the program with the invalid contact. In order to resolve the issue, a surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.